Manufacturer narrative:
Batch records have been reviewed; all required specifications were met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Product maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint issue. The product information system does not list any issues relating to the complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: september 30, 2016. Note: this complaint issue occurred on a total of two (2) separate cases. A separate 3500a form has been completed for the other case. Not returned to manufacturer.

Event description:
End user reports the glue sticks too tight to the skin. No harm was reported.